Event description:
It was reported a lead warning occurred on one of the leads and the lead exhibited low impedance and the unipolar impedance was higher than the bipolar impedance. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the atrial and right ventricular (rv) leads did not work in bipolar but both leadsare working in unipolar. The atrial lead remains in use. However, the rv lead was capped and replaced due to apparent first rib claviclular crush. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).